Event description:
Healthcare professional reported "right side deflation." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "right side deflation." Device has been explanted and replaced.

Event description:
Healthcare professional reported "right side deflation." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9,h.3, h.6. Device evaluation:visual analysis of the returned device identified: opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage.